Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated and were embedded in her stomach") and pregnancy with contraceptive device ("plaintiff learned she was pregnant") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), menorrhagia ("heavy menstrual periods") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming bilateral tubal occlusion incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.